Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2016-51457.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose readings. The patient's blood glucose when she was admitted to the hospital exceeded 500 mg/dl. The customer stated that she was having a hard time breathing. The cause of the hospitalization was cited as acute bronchitis. The hospital staff examined the customer's lungs and did not find any infection. The insulin pump was not returned for analysis at this time.